Manufacturer narrative:
No device analysis results are available because the device was not returned. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
The physician did not allege the death was related to the cardiomems sensor or implant.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Abbott was notified of the patient's expiration due to inactivation of their merlin.net profile.